Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr (B)(4) on 26jul2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior, posterior and radius, brown particles on fill channel, creases fold and white calcification outer device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and radius the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and radius assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side deflation. Healthcare professional reported capsular contracture baker grade iii. The device has been explanted.